Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, gong alerts) has been confirmed. Upon investigation the monitor failed a therapy electrode recognition test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and the patient was experiencing gong alerts.